Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event and patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due to a head strike caused by a fall. The patient was found down at home by emergency medical personnel. It was unknown if the fall was device related since it was unwitnessed and occurred when the patient was at home. It was unknown if the patient experienced any symptoms during the time of the event. The outcome was not device related. It was noted that the device operated as expected when the patient was found down.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.